Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason(s) for reoperation is/are: "capsular contracture" baker grade unknown. Clarification to d6a implant date: 2017 (year only received),

Event description:
Healthcare professional reported right side "capsular contracture" baker grade unknown. The device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a5, a6, b1, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, e1, h4, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown. Healthcare professional later reported rupture and capsular contracture baker grade IV. Patient undergone capsulectomy. Device has been explanted and replaced.